Event description:
The customer reported that both monitors on the system would go black. No pt injury was reported.

Manufacturer narrative:
The ge svc rep conducted an onsite investigation. The reported problem could not be duplicated. The power cord and video cable were checked. The power supply was adjusted. The flash memory was erased and reloaded. The hard drive was reformatted and the software was reloaded. The system was tested and operates as intended.